Event description:
It was reported that the device was explanted for possible premature battery depletion.

Event description:
Caller reported blood glucose results of 311 mg/dl on advantage system 1, 119 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. With a new battery attached, the device's functionality was tested on the automated electrical test system. No anomalies were detected and the device met all specifications. The device's power consumption was found to be normal. The original battery was returned to the vendor for further analysis. Analysis found an internal short within the battery, which resulted in the premature battery depletion.